Event description:
It was reported that when using the bd pyxis medbank system cubie failed to open while trying to issue medication to the patient. The required medication was nitrofurantoin mono bid 100mg capsule. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie had failed at the station. A technical support specialist informed the customer that the cubie had failed and to request the pharmacy to send a restocked cubie to replace the faulty one, which was addressed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.